Manufacturer narrative:
The audible and visual indicators remained active for approx five seconds after the switch was released. The controller was replaced and the system operated as intended and was returned to service.

Event description:
It was reported that the system 9900 continued to fluoro after the handswitch controller switch was released. The emergency stop switch was pressed and the system stopped. There was no adverse pt involvement reported. There was no pt info reported.